Manufacturer narrative:
Other, other text: b5: additional information received via email on 20-sep-2021 and attached to complaint: no patient involvement during this procedure, the issue occurred during testing. H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection did found the device intact. The customer stated problem was not duplicated. The dso (downstream occlusion sensor) was replaced as a preventative measure for cassette errors found in the event history log. The root cause could not be determined. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.

Event description:
Information was received indicating that during testing of this smiths medical cadd solis vip pump, the exhibited "cassette not attached properly" alarm. No patient involvement reported.